Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device was unable to filter out rhythmic alterances within the ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The customer' report was observed in the log following the first analysis. The 12 remaining analysis performed were with the high frequency interference present, resulting in shock advised determinations, with all 12 charge events being delivered. The electro magnetic/radio frequency interference (emi/rfi) introduced by the neurotransmitter stimulator is picked up by the device as the frequency is within the electrodes range. Furthermore, any muscle or skeletal stimulation will be picked up by the device, as movement is a cause for noise. The x series operator's guide states: equipment such as electrocautery or diathermy equipment. That emits strong radio frequency signals can cause electrical interference and distort the ECG signal displayed by the monitor, thereby preventing accurate rhythm analysis. The interference is the cause of the high frequency ECG signal that was displayed and falls within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.